Event description:
According to the reporter, during a removal of esophagus cancer, they connected the reload to the adapter, the surgeon fully fired the device and tried to retract the knife, however the knife was stopped on the halfway, the device powered off and did not react at all (nothing displayed on the screen. The device did not react at all even though pushing every button). The surgeon removed the handle from the adapter, opened the jaws with the manual adapter tool and removed the device from the tissue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.